Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reported to be defective. The patient was informed that the pacing portion of the lead will be capped. Boston scientific technical services (ts) discussed about high level of design and its construction. According to ts, likely the failure occurred on the low voltage or portion of the lead and therefore opted to changed the rate sense. This rv lead remains in service. No adverse patient effects were reported.